Event description:
It was reported that the polybag within the packaging of the device was not sealed. It was also reported that this device was not used on a pt and the sterile area was not compromised. It was further reported that another blade was available to complete the procedure.

Manufacturer narrative:
The device and packaging subject to this investigation was not returned for eval. The mfg history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.